Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Mother reported the check button on the infusion device was damaged on (B)(6) 2011. Pt continued to use the infusion device for 2 days and then switched to the backup infusion device. Blood glucose elevated as high as 300 mg/dl, and pt was able to control her blood glucose by herself. Pt did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for eval. No add'l info was provided.